Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was over 600 mg/dl. Customer stated that they received insulin flow blocked alarm again. Customer stated that they changed infusion set. Customer stated that they were not using sensor. Customer declined troubleshooting for high blood glucose and did not want to go through troubleshooting for insulin flow blocked alarm. The devices will not be returned for analysis.